Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Procedure type: sigmoidectomy. According to the reporter: the device was closed with slight force until the green indicator was visible. The surgeon waited about 30 seconds before firing. On firing, there was no obvious click and crunch. The surgeon was unsure if it cut so he squeezed the handle once more. The stapler was removed and made sufficient donuts. A leak test was performed and there were air bubbles around the back of the anastamosis. Immediately, stitches were applied to the anastomosis. The surgeon pointed out that the purse string suture ends with the knots had not been cut and dragged through the staple line, potentially causing the problematic tension. A further inspection by a second air leak test was applied. No further bubbles appear. As a result the patient had a hartmann's with extended stay. There was no unanticipated tissue loss and no extension of the incision. There was no unanticipated blood loss. Surgical time was delayed by more than 30 minutes.